Event description:
It was reported a cerebrospinal fluid (csf) occurred following a procedure on (B)(6) 2023. The patient indicated having a headache and was on bed rest after the surgery to compress the leak. Patient had an infusion and pain medication. Follow-up information indicated the patient¿s headache has resolved.

Manufacturer narrative:
E1 reporter phone number: (B)(6).

Manufacturer narrative:
It was reported to abbott that during a procedure the patient experienced headaches due to cerebrospinal fluid leakage. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.